Event description:
It was reported that blood was noted in the catheter immediately after insertion. The pump also alarmed. As a result of this, the iab was removed and replaced. There were no associated pt complications.